Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 2-220 coyote balloon catheter. No patient complications were reported and the patient's status was good.